Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined and no device failure could be identified. The information provided indicates that there was bleeding. Bleeding is a known complication of ligation procedures. The potential complications in the instructions for use state: "those associated with gastrointestinal endoscopy include, but are not limited to: perforation, hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest." In an event of bleeding, the instructions for use advise the user: ¿repeat ligation process as needed. Note: more than one ligation band for each varix may be required to control acute bleeding. If more bands are required, remove endoscope and attach a new device. Note: an average of 3 to 4 ligation sessions may be required to obliterate varices.¿ prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During endoscopic variceal ligation (evl)procedures, the physicians used a cook 6 shooter saeed multi-band ligator. The physician used a six shooter recently in an active variceal bleed scenario. The patient required further intervention. Additional information was received on 24-apr-2019: the banding kit did not malfunction in any way. It did not cause or contribute to the interventions needed. Additional information was received on 25-apr-2019: the patient was transferred to another facility for additional treatment but the transfer was out of the facility system so any other additional information is unknown. The patient was stable prior to being transferred for further treatment. There was nothing wrong with the devices for the patient, there was no malfunction at all. It did not malfunction in any way. Additional information was received on 29-apr-2019: intervention was performed because the patient had to be intubated due to bleeding in the esophagus. The blood was from the varices. Additional information was received on 30-apr-2019: three (3) bands were deployed and then the bleeding started. The patient was intubated after the bleeding started. The physician banded what he was able to visualize and then they intubated to secure the patient's airway, due to the bleeding, to keep them from aspirating. The devices did not malfunction in any way to cause or contribute to the need for the patient to be intubated. Additional information was received from the cook district manager on 09-may-2019: I spoke with the customer and they do not know what caused the actual bleeding. Since both the suction and applying of the bands were almost simultaneous, they cannot say specifically what caused it. Other than the deployed bands, a section of the device did not remain in the patient¿s body. The patient required intubation due to bleeding and was transferred to another hospital due to this occurrence. It is unknown if the patient experienced any adverse effects due to this occurrence.